Manufacturer narrative:
The received device had the cannula assembly deployed. No evidence was found that would result in the cannula dislodging from the infusion site; a root cause for the reported event could not be determined. The download data obtained from the device showed that the pod generated an 0x33 alarm. The pod was reset and rerun and was able to successfully complete a 5u bolus, and no issues were found that would cause a communication error. No leaks were found during testing, and no other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found to be dislodged. As treatment, a new pod was applied.